Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user inserted the set as per usual seldinger tech - subsequent removal of the guidewire from the catheter was not possible since the tip of the guidewire curled around the tip of the catheter and was not able to get pulled back through the catheter. The user had to pull out catheter with guidewire inside it - on inspection after the guidewire was hooked around the end of the catheter. My understanding is they had 4 more attempts with the same result." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2026-00025, 3006425876-2026-00032, and 3006425876-2026-00033.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user inerted the set as per usual seldinger tech - subsequent removal of the guidewire from the catheter was not possible since the tip of the guidewire curled around the tip of the catheter and was not able to get pulled back through the catheter. The user had to pull out catheter with guidewire inside it - on inspection after the guidewire was hooked around the end of the catheter. My understanding is they had 4 more attempts with the same result." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2026-00095, 3006425876-2026-00025, 3006425876-2026-00032, and 3006425876-2026-00033.